Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the customer had a motor error alarm on the insulin pump. Caller replaced the battery and the settings were erased. Caller needed assistance with getting the settings from carelink. Customer's blood glucose was 240 mg/dl. Customer received the alarm during fixed prime. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.